Event description:
Related manufacturer reference number: 3006705815-2019-01730. Additional information received indicated that physician repositioned both the leads from vertebral level t7 to t9 on (B)(6) 2019. Reportedly, patient is receiving effective therapy postoperatively.

Event description:
Related manufacturer reference number: 3006705815-2019-01730.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-01730. It was reported that patient was not receiving effective therapy. Reportedly, patient had a fall resulting in migration of both the leads. Surgical intervention may be pending to address the issue.